Manufacturer narrative:
This medwatch report was identified as a late submission during a two year retrospective review of complaints and MDR¿s following receipt of an untitled letter issued by the FDA. The carefusion fse went onsite and checked the unit with circuit on the system. The fse bypassed the blender and humidifier. Performed the patient circuit calibration and it passed. Performed ventilator performance check and it passed. Ran the system for 45 minutes then proceeded to verify alarms by doing alarm function tests. No problems found. The unit is working as per manufacturer specifications.

Event description:
The following description of the event was documented by a carefusion tech support specialist in a response to a phone conversation with a user facility representative on (B)(6) 2014. The customer called to report that this vent failed while on a patient. The vent stopped; able to restart vent, but stopped again. This time they were not able to restart vent. Patient was hand ventilated until vent could be switched out. No patient harm since vent alarmed to notify every one of the issue.